Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to procedure, a small pericardial effusion was noted at baseline. The closure device was successfully deployed without recaptures. Post device release, the baseline pericardial effusion was noted to have slightly increased. Protamine was administered. Patient and effusion remained stable. No further interventions were performed. Patient has been discharged.